Event description:
It was reported that a carelink transmission indicated the right ventricular (rv) lead had a lead warning and impedances greater than 9,999 ohms and no capture. The patient was seen at the clinic and a lead revision was scheduled. When the lead was evaluated with the analyzer during the rv lead revision the r-waves were inconsistent, impedance was greater than 4000 ohms and there was no capture at 5.0 volts. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the distal conductor was fractured. It was noted that the inner insulation was kinked/buckled, the outer insulation had a cosmetic cut, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and the lead was stretched.